Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the protective sheath was able to be confirmed. The inner member was separated in the middle of the proximal balloon marker. The material was stretched and jagged at the separation with the outer member was still intact. The protective sheath was returned, removed from the balloon. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath and subsequent consequences was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during un-packaging of the first 3.5 x 15 mm nc trek balloon catheter, an attempt was made to remove the protective sheath, but the protective sheath could not be removed and the shaft became kinked. A second 3.5 x 15 mm nc trek balloon catheter was un-packaged, but resistance was felt again with the protective sheath. The physician applied saline to the sheath, and it was then removed successfully. The second nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the inner member was separated in the middle of the proximal balloon marker. No additional information was provided.